Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery for calcaneal fracture. In this surgery, the surgeon used an implant set for calcaneus which was set in japan. The set contained only one screw each after 42 mm in length, and the surgeon complained that the number of screws in the set was too few. The surgeon could not choose a proper size of screw for the procedure. The surgeon also commented that the contents of the set should be reviewed. The surgery was completed with no surgical delay. No further information is available. This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l42 ta this is report 1 of 1 for complaint (B)(4).